Event description:
Sales consultant brian field reported: during a surgical procedure, a 3.9mm ti locking bolt was removed from the package and implanted in the patient. After it was implanted, it was noticed that the product labeling did not have an expiration date. The product appeared to be in very old packaging; hospital questioned if the product was still sterile. Since sterility could not be guaranteed, the surgeon then decided to remove the bolt from the patient, and implant another product. Facility discarded the product. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Additional information: according to packaging qualification, monument had no authority then nor does it have now to decide when and if an expiration date is needed. This label requirement has always been driven by the validated label software and the lppf. This complaint is invalid from a manufacturing standpoint. Additional narrative: per the surgeon, the patient is doing well with no issues. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The product was not returned and a device history records review has been requested. Placeholder.